Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the battery had ¿went down¿ and the battery /implant was no longer working. She had been ¿upping¿ the stimulation but it was not helping with her symptoms. Her symptoms were keeping getting worse and she was having less control of her bladder. She had not tried to change the program. She had an appointment with healthcare provider the next day. The event occurred several months ago.